Event description:
It was reported the patient had surgery to revise their tined lead. The patient had reported their symptoms had not been controlled since being implanted. Both of their initial programs have been exhausted, and they were not able to increase stimulation without pain or discomfort. The patient had their device interrogated and there were no impedance issues. The patient was assisted with stimulation, but they felt it in their hip and down their leg. They tried decreasing stimulation, but it led to ineffective treatment for the patient. X-rays were taken and the physician did not see lead migration. Reprogramming did not resolve the lower extremity sensation for the patient nor the ineffective treatment, so lead revision occurred. Additionally, the patient has not responded to the local care team lately, but two days after the revision surgery, the patient said their implant was working great.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.